Event description:
It was reported that following a coronary artery bypass graft procedure, the lead exhibited low impedances and a polarity switch. The lead polarity was reprogrammed, and the lead remains in use. The patient will be closely monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.